Event description:
Medtronic received information that 7 months following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for tachycardia/bradycardia syndrome with intolerance to medications. The patient was discharged in stable condition the following day.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A device history review is not required as the event description does not indicate a potential manufacturing issue. Tachycardia/bradycardia is generally a result of known potential adverse effects or an effect of certain medications or other pre-existing patient conditions, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve (pav). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.